Manufacturer narrative:
(B)(4). Submitted to FDA on 8/19/2016.

Event description:
Clinical follow-up was requested and on 8/18/2016 the surgeon provided the following additional event details. Approximate size of the cyclodialysis cleft was 1 clock hour. The cyclodialysis cleft was monitored and no medical or surgical intervention was necessary. The adverse event was reported to be resolved.

Manufacturer narrative:
The device was discarded by the customer and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. (B)(4). Cyclodialysis cleft is identified in the device labeling as a known inherent risk of glaucoma stent surgery. MFR reference # (B)(4).

Event description:
The surgeon initially reported being unable to implant the istent due to poor visualization. Clinical follow-up was requested and on 7/5/2016 the surgeon provided the following additional event details. During attempted implantation, a cyclodialysis cleft was inadvertently created due to patient movement. The surgeon attempted a second time, but the procedure was aborted due to patient movement. The patient was doing well postoperatively without any complication. The patient's intraocular pressure was lower post-operatively as they continued to take their glaucoma medications. Additional information has been requested.